Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located from left main artery (lmca) to left anterior descending (lad) artery. There was a previous patent stent in the proximal lad and another patent stent in the ostial ramus. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment of the target lesion and deployed at 12 atmospheres with provisional stent technique keeping another non-boston scientific (non-bsc) guidewire in the ramus. Proximal optimization technique (pot) was done with a 4.0mm x 8mm non-bsc balloon catheter at 22 atmospheres. The ramus was re-crossed and the synergy stent struts opened with 2.5mm x 12mm sc maverick 2 balloon. Re-pot was done with the same non-bsc balloon after which intravascular ultrasound showed optimal expansion. During the final removal of the non-bsc guidewire, resistance was encountered and the wire was kinked. Diagnostic shots showed no dissection in the lmca. Stent boost with the guide catheter revealed distortion the entire length of the stent from the proximal to distal lmca. The lmca was re-crossed with a 2.5mm x 12mm sc maverick 2 balloon and a 4.0mm x 23mm non-bsc stent deployed at nominal pressure to cover the distortion. Further post dilatation was performed with a 4.0mm x 8mm nc non-bsc balloon catheter at 22 atmospheres to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Images provided by the site were inspected. Deformation of the stents deployed and overlapped in the left main/left anterior descending artery/left circumflex artery was noted. This deformation did not occur immediately post deployment but rather during withdrawal of the last guidewire from the coronary arteries as per event description resistance was encountered during removal of the guidewire which, once removed, was found to be kinked.

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located from left main artery (lmca) to left anterior descending (lad) artery. There was a previous patent stent in the proximal lad and another patent stent in the ostial ramus. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment of the target lesion and deployed at 12 atmospheres with provisional stent technique keeping another non-boston scientific (non-bsc) guidewire in the ramus. Proximal optimization technique (pot) was done with a 4.0mm x 8mm non-bsc balloon catheter at 22 atmospheres. The ramus was re-crossed and the synergy stent struts opened with 2.5mm x 12mm sc maverick 2 balloon. Re-pot was done with the same non-bsc balloon after which intravascular ultrasound showed optimal expansion. During the final removal of the non-bsc guidewire, resistance was encountered and the wire was kinked. Diagnostic shots showed no dissection in the lmca. Stent boost with the guide catheter revealed distortion the entire length of the stent from the proximal to distal lmca. The lmca was re-crossed with a 2.5mm x 12mm sc maverick 2 balloon and a 4.0mm x 23mm non-bsc stent deployed at nominal pressure to cover the distortion. Further post dilatation was performed with a 4.0mm x 8mm nc non-bsc balloon catheter at 22 atmospheres to complete the procedure. No patient complications were reported.